Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009; 419488 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing intermittent on stored atrial tachycardia/atrial fibrillation (at/af) events. The atrial lead remains in use. No patient complications have been reported as a result of this event.